Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the device was found to over infuse greater than 5% specification but below 10%. There was no issue of under infusion observed during testing. The device was tested at a rate of 100ml/hr for a volume to be infused (vtbi) of 100ml and at a rate of 40ml/hr for a vtbi of 40ml. The resulting values were 103.424ml and 42.209ml which are error percentages of (B)(4). The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of over infusion was verified but under infusion was not verified. The cause of the over infusion was determined to be pressure plate travel out of adjustment. The pressure plate travel will be adjusted during the repair process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused 6 times and under infused 1 time during total parenteral nutrition (tpn) and partial parenteral nutrition (psl) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.